Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 16nov2020.

Event description:
It was reported to philips that the display brightness fades then comes back and is brighter in the lower left corner. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse verified the serial number of the unit and determined it has a 2nd gen lcd. The rse also reviewed the signal path sequence chart for the lcd and provided part information for a replacement lcd and user interface pcba. A good faith effort was made to the customer to obtain additional information on the repair.

Manufacturer narrative:
G4:04jan2021 b4:(B)(6) 2021 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse verified the serial number of the unit and determined it has a 2nd gen lcd. The rse also reviewed the signal path sequence chart for the lcd and provided part information for a replacement lcd and user interface pcba. A good faith effort was made to the customer to obtain additional information on the repair. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.